Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific rec'd info that a lead revision procedure was performed on the right ventricular (rv) lead due to high threshold measurements. During the revision procedure the physician was unable to reposition the lead due to scar tissue build-up. The rv lead was surgically abandoned and a lead was successfully implanted. It was noted that prior to the lead revision the pt did experience syncope, however, the physician stated that the pt has multiple comorbidities. No specific measurements were provided and no adverse pt effects were reported. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. Despite the statement that this lead was surgically abandoned, an explant date was provided.